Manufacturer narrative:
(B) (4) - biliary stent used in the vascular. (B) (4). The device has been received; however, the investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant info.

Event description:
Device malfunction: balloon rupture and detachment. Symptom / ae: portion of balloon left in anatomy. Time of malfunction / ae: during the procedure. It was reported that during a left subclavian vein procedure, during dilatation with a fox cross balloon, the balloon ruptured above the rated burst pressure (ruptured at 12-14 atmospheres (atm), rated burst pressure=8atm). The balloon was pulled through the sheath; however, when removed from the anatomy, only half the balloon remained on the shaft. Films were reviewed, but the detached portion of the balloon could not be located. There was no additional intervention done to retrieve the balloon. There were no adverse pt effects reported. Although requested, there was no additional info provided.